Manufacturer narrative:
One certain gold-tite hexed screw was returned for inspection. A visual inspection revealed that the collar, drive feature, and body are noted to be worn, indicating use. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instruction for use (p-iis086gr). Biomet 3i restorative manuel (instrm). Bellatek encode impression system clinician procedure (art1079). Information identified: precautions (p-iis086gr): biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening and aspiration. Components made from peek material are intended for use for up to 180 days. Customer is required to review the applicable clinical procedures (instrm and art1079) that specifies the required screw torque. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that the abutment screw loosened.